Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the deployment sleeve of the device cap. The arteriotomy locator, tamper tube and carrier tube were returned as well. No other accessory components were returned. Visual inspection revealed that the deployment sleeve of the device and the hemostasis sheath was found to be mated properly. The deployment sleeve was in the full rear lock position with the color bands fully exposed. There was a cut identified through the carrier tube between the base of the device cap and the top of the sheath hub. The carrier tube was returned separately, and it was cut along the length with a sharp object. No damage was observed on the sheath tip. The device was then disassembled to check the suture and there was excessive blood-like substances observed inside the tensioner hub. All the turns of the suture were present within the disk tensioner. A pair of tweezers was used to pull on the suture. The suture was able to unspool, and no resistance was experienced. No functional anomalies were noted. Based on the finding of the evaluation, the complaint could be confirmed for deployment difficulties while pulling back since the returned device was severed which indicates that some form of resistance occurred. The tensioner was examined to ensure that the suture lock-up did not contribute to the allegation. The suture was able to be unwound easily upon functional testing. No functional anomalies were found with the tensioner as well. Based on the available information, no conclusion can be drawn as to the cause of the user's difficulties. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used in a left heart catheterization (lhc) producer via the right femoral artery. They used a 6fr tif pinnacle sheath to access and there were no issues accessing. They did a groin shot to start the case. The case did turn into an intervention, so the patient was on anticoagulants. As they were closing with the angio-seal everything was fine until it was time to pull back on the angio-seal. As they pulled it became stuck halfway and then would not budge. So, they had to cut the suture and manually tamp. The estimated blood loss was less 250cc's. The patient was in stable condition. The procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 06october2020: the procedure size sheath was a 6fr. A pre-deployment angiogram was performed.